Event description:
Customer reported touchscreen was unresponsive via email, and no specific event date was provided. There was no adverse impact to the customer's blood glucose level. Customer declined callback, and no further action was required. Technical support documented the issue and closed the case.